Event description:
It was reported that the patient was hospitalized with pain on (B)(6) 2007, due to a cable dislocation. Three months before she already had a cable dislocation at the cervical area left sided, which was surgically revised. This time a surgical shifting of the device from abdominal to infraclavicular was performed and the patient recovered from the event by (B)(6) 2007.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# (B)(4) product type: extension. Product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID: 3389-28, lot# b0490656k, product type: lead. Product ID: 3389-28, lot# b0490657k, product type: lead. (B)(4).